Event description:
It was reported that during the cryoablation procedure the cryo balloon was inserted into the sheath and aspirated per usual. During aspiration, it was observed that a large amount of air was entering the sheath through the hemostatic valve. The sheath was previously prepped correctly and the valve was flushed with saline. The sheath was removed and replaced. The procedure continued without issue and was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device, flexcath sheath 4fc12 with lot number 30172-36, was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and the valve was torn. In conclusion, the reported issue has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve.